Event description:
It was reported that the patient experienced pocket stimulation after a polarity switch to unipolar occurred. In addition, there was a decrease in impedance and high thresholds observed on the pacing lead. Reprogramming was performed and the lead remains in use. No further information could be obtained after multiple follow-up attempts. No further patient complications have been reported as a result of this event.